Event description:
The customer stated that she tested her blood glucose using her breeze 2 meter and received a reading of 49 mg/dl. She retested using another meter and received a reading of 228 mg/dl. The diference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.